Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data concomitant medical products: the date the device was returned to the manufacturer was reported as (B)(6) 2019 in the initial report and has been updated to (B)(6) 2019. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device would not run. It was further determined that the device failed pretest for starting behavior, excessive noise, air leak, reverse locking mechanism and general condition. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.